Event description:
The im nail extractor would not thread into the nail. Dr. (B)(6) tried for about 40 minutes to thread the extractor into the nail and was unsuccessful. He removed some of the greater trochanter to allow for viewing of the threads of the im nail. The extractor was in the nail but would not thread in. Dr (B)(6) decided to leave the nail in the pt.

Manufacturer narrative:
Lead threads on extractor instrument are damaged, preventing end of extractor from threading into end of im nail which is threaded. Source of damage to threads is unk.